Event description:
It was reported by the patient that he was admitted to the emergency department after being shocked several times. The physician felt "there must be a short in there." The lead was replaced. Additional information was later received reporting a possible fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory, and tested consistent with that advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. The svc conductor is fractured in the svc leg and the rv conductor is fractured at the proximal end of the exposed rv coil - both explant damage.